Event description:
In 2009, the patient reported that for the past 3-4 months he does not hear the confirmation beeps or vibrations when he presses the buttons on his insulin infusion device. He stated he has had some readings in the 200-300's mg/dl range which are higher than his normal 140-145 mg/dl range. Symptoms were extreme thirst and pressure in his head. He stated he was not sure if his insulin was properly delivering and he did not know how to check his device history. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.